Event description:
A manufacturer sales representative reported that during set-up for a demonstration at a user facility paint chips were missing from the device. There were no adverse consequences related to this event. It was reported that during testing at the manufacturer facility the device overheated. There were no adverse consequences related to this event.